Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was made a clicking sounds from the motor and had changed out batteries more than once a week. It was reported that they had rcvd a motor error on screen before. The insulin pump will not be returned for analysis.